Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was hospitalized due to false vibrations from the device. The shocking portion of the lead was turned off. The lead replacement might be considered. The patient is well.